Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to remove the abutment due to tissue overgrowth. The implanted device remains.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery on (B)(6) 2022. The implanted device remains. This report is submitted on september 12, 2022.